Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries were not returned for evaluation. Log file analysis revealed that the controllers in use du ring the reported event contain a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log files pertaining to the first controller revealed premature power switching events that were due to momentary disconnections involving the first battery. Analysis of the available data log files pertaining to the second controller revealed premature power switching events that were due to momentary disconnections involving the second battery. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the associated power sources. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Even though this investigation is closed, the batteries fall within the bounds of this investigation. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 31/oct-2019 / serial or lot#: (B)(4) UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 01/oct/2018 labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were power switching. The batteries remain in use. No patient complications have been reported as a result of this event.